Event description:
The MFR received info alleging a ventilator fails to charge its batteries. There was no harm of injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's ac inlet connector was replaced to address the issue.